Event description:
Additional information: after the port puncture, during the blood aspiration, air was drawn in, the patient had to be stung a 2nd time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The product returned for evaluation was one 19g safestep infusion set without y-site. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lock syringe. During testing, no leaks outside the device were observed. However, microscopic inspection of the unit found blood residue inside the needle housing, indicating that a cavity was present inside the needle housing where fluids could leak into. The needle housing was microscopically inspected for adhesive voids with and without a uv light. Some air bubbles were observed in the adhesive inside the needle housing. The device is a supplied component and the supplier was notified of the event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that leaking at the port connection.